Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. A recurrent elevated current condition of the electronic module was noted which resulted in the eri battery status activation. However, the elevated current consumption might be an indication that an electronic module component is damaged. Please note that the fuel gauge shows the remaining capacity until eos. Based on the information available no definite root cause was determinable. To exclude any potential harm for the patient we would therefore like to recommend to precautionary replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgement determine decisions about patient care and the frequency of follow-up sessions. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device is at eri with unexpected battery behavior. Based on the data analysis, this is reportable.